Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plugs (x2) on (B)(6) 2016 and (B)(6) 2017; and a phasix on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both perfix plugs. Attorney alleges that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr and an emdr were submitted to represent the bard/davol perfix plug (device #1) and phasix st mesh (deice #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plugs (x2) on (B)(6) 2016 and (B)(6) 2017; and a phasix on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both perfix plugs. Attorney alleges that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿ an indirect hernia sac was identified and removed and medium perfix plug (device #1) was placed for the repair and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿ a large hernia in the direct space was identified. The previously placed dislodged synthetic mesh was noted and repaired with large perfix plug (device #2) and secured circumferentially with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia and right groin pain thereby underwent laparoscopic converted into open repair with implant of phasix st mesh (device #3). Per operative notes, ¿dense adhesions of hernia mesh (device #1 and #2) on both sides to bowel were removed. In left upper quadrant midline fascia in the was closed with sutures and phasix st mesh (device #3) was placed. (B)(6) 2019 ¿ patient was diagnosed with open abdominal wound thereby underwent open repair with excision of chronic abdominal wall sinus tract and removal of mesh (device #3). Per operative notes, ¿sinus tract in the epigastric abdominal with suture material and small pieces of mesh was found. The wound was irrigated and closed.¿